Manufacturer narrative:
Additional information: b5: information updated regarding lot number been used and h10: investigation result has been updated. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use device, device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on a nasal swab for two patients and multiple tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2) and test seven (7) of eight (8) and unknown lot number (quantity 2). Confirmation testing was not performed for the husband, but the consumer told ts (technical services) she considers her husband covid-19 positive per they were exposed to covid-19 on a cruise they had been on together for 10 days. The consumer stated they have minor symptoms similar to a cold (congestion, cough, scratchy throat). The consumer reported they may have requested paxlovid medication sooner if the initial antigen self-tests generated positive results. However, the consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on a nasal swab for two patients and multiple tests performed on (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2) and test seven (7) of eight (8). Confirmation testing was not performed for the husband, but the consumer told ts (technical services) she considers her husband covid-19 positive per they were exposed to covid-19 on a cruise they had been on together for 10 days. The consumer stated they have minor symptoms similar to a cold (congestion, cough, scratchy throat). The consumer reported they may have requested paxlovid medication sooner if the initial antigen self-tests generated positive results. However, the consumer confirmed there was no harm due to the test results.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on a nasal swab for two patients and multiple tests performed on (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2) and test seven (7) of eight (8). Confirmation testing was not performed for the husband, but the consumer told ts (technical services) she considers her husband covid-19 positive per they were exposed to covid-19 on a cruise they had been on together for 10 days. The consumer stated they have minor symptoms similar to a cold (congestion, cough, scratchy throat). The consumer reported they may have requested paxlovid medication sooner if the initial antigen self-tests generated positive results. However, the consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 212799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 212799 and device part number 195-430wl / lot 209883. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 212799 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.d4: expiration date. H3 other text : single use device, device discarded.